Event description:
A malfunction alarm, identified as code malf 12, was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer, who had been using backup insulin therapy, requested a new pump, which was agreed to by technical support. While awaiting delivery, the customer expressed frustration due to a shipping delay, and technical support apologized for the inconvenience. The customer had been informed that the replacement pump, which comes with updated software, would arrive the following day. Support also guided the customer on how to reset and manage the pump while confirming the shipping details and ensuring the return of the faulty pump for replacement.